Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient had pco (posterior capsular opacification) located centrally and was impacting the vision. Additional information was requested and received stating that the vision was blurred because of pco. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).